Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, after the internal fixation was completed, preparations were made for the suture bridge surgery. A 3.8 conical bone awl was used to create a path, and the insertion site was cleared of all debris, then, when a footprint ultra suture anchor was being implanted, it broke. The broken pieces were removed using graspers and suction. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in the originally drilled bone hole. Additional anesthesia was not required. No further complications were reported. The patient's status is fine.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly was returned fractured at the eyelet. The tip of the insertion device is bent. No sutures were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.